Manufacturer narrative:
Upon receipt at (B)(4) laboratory, the device was thoroughly inspected and analyzed. The device was returned due to elective replacement due to left ventricular (lv) lead upgrade. Review of the memory log found one leakage on lead and one oscillator mismatch fault that occurred the same time a magnet was applied to the device, indicating that this occurred during a medical procedure. A second leakage on lead fault occurred the same date as the explant. The device was then subjected to a series of automated diagnostic tests that verify the performance of the defibrillation, pacing sensing, high voltage shocking and recording functions of the device. The device performed normally throughout all tests.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) had recorded a fault in 2009, most likely due to and/or during the application of electrocautery, rf ablation, or another external energy source. Available information indicates there were no reported complications while the device was implanted.